Manufacturer narrative:
Initial evaluation: the patient is a (B)(6)-year-old female who is documented as having osteomyelitis. The customer did not indicate any prior medical condition, pharmacologic implications or overall health of the patient. Nor was there any notation of conditions involved during or after implant placement (such as bone loss, granulated tissue around the implant or peri-implantitis). Investigation: the implant was returned to the manufacture on 03-jan-2020. Visual inspection of the implant showed a virtually unscathed implant with barely any bone residue or signs of tool use. A multi-unit abutment was attached with the implant. Similar complaints: the affected lot was manufactured on 16-aug-2019. The customer also returned a second complaint for the same product and patient related to this event referenced in complaint file qn (B)(4). No other similar complaints were received for this lot. Device history review: a DHR request was performed on 23-jan-2020, showing two approved deviations that do not effect form, fit or function of the parts. Cause analysis: nobel biocare cannot provide a final conclusion as to the cause or contribution of material number 37293 to this osteomyelitis occurrence due to lack of background information. Possible cause and/or contributors to osteomyelitis are multi-factorial and might include, but are not limited to, bacteria in the bloodstream from infectious diseases, an open wound from a trauma over a bone, a recent surgery or injection in or around a bone. Risk assessment: general dental surgical risks include: infection, bacterial endocarditis, complications from local or general anaesthesia, intra-operative or post-operative complications related to general health or systemic disease including delayed healing, allergies to medications and anaesthetics. Risks associated with dental implant surgery include: damage to vital structures (the inferior alveolar nerve, underlying blood vessels ( can be life threatening), mandibular fracture, perforation of the maxillary sinus membrane), failure to integrate, loss of integration, local and systemic infections, implant or abutment fracture, bone loss or resorption, periodontal inflammation, soft tissue recession. Risks associated to dental surgery with unsterile implants are local and systemic infections resulting e.g. In bone loss or resorption, periodontal inflammation and soft tissue recession. Risk control measures: nobel biocare manufacturing procedures are well established and validated to produce sterile implants. Clinicians are advised to consider sources of infection in the IFU. The IFU informs the clinician the importance of proper oral hygiene. Improper care is highly detectable at regular follow appointments conclusion: investigation of this complaint file will be closed based on current available information and will be re-opened should additional information become available.

Event description:
On (B)(6) 2020 nobel biocare received a written complaint from a customer in (B)(6) concerning dental implant nobelreplace cc pmc rp 4.3x13mm (material number 37293, lot number 13086729). The implant was placed on (B)(6) 2019 and removed on (B)(6) 2019. The customer documented the complaint issue as osteomyelitis.